Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the scope communication error code (error e216) and white residue in channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the scope communication error (error e216) is a component failure. Regarding the white residue in the channel, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.